Manufacturer narrative:
Correction to system type.

Manufacturer narrative:
The imaging system computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty image acquisition system (ias) computer hard drive. The rep replaced the ias computer. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the imaging system would not boot past the "system booting please wait screen". No patient was present during the time of the reported incident.